Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced asystole during transseptal puncture, which resulted in cardiopulmonary resuscitation (CPR) and a temporary pacemaker implant. During a watchman flx implant procedure in the left atrial appendage (laa), a versacross access solution kit was selected for transseptal puncture in conjunction with a non-boston scientific three-dimensional intracardiac echocardiography system. Pre-procedure screening for effusion and thrombus was completed prior to transseptal puncture. During transeptal, the physician experienced difficulty visualizing in the septum. Within a few seconds, the patient's heart rhythm was lost. CPR was performed and a temporary pacemaker was placed. Once patient was stable, it was determined that the patient was stable enough to proceed with the procedure under general anesthesia. The procedure resumed and a watchman flx implant was successful. No additional complications were reported.